Event description:
The facility reported a flo-gard infusion pump with failure code 74. The event was reported to have occurred after delivery in the biomed department. This condition had the potential to interrupt delivery. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 74 was confirmed during product evaluation. The assignable cause was a defective central processing unit (cpu) board. The cpu board was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.